Event description:
Consumer called to report getting inaccurate readings with his plink meter. Analysis run on clark error grid using mean avg. Readings (327) as reference point vs bd readings (587, 67) yielded some data points in the e/c range of the grid. Outside acceptable limits.